Event description:
Doctor reported that implant at tooth site 46 was placed on (B)(6) 2022 and on (B)(6) 2022 the crown was placed on implant. On 10 apr 2024 patient came with loose crown. This complaint refers to the loosening mentioned in (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / not provided. D4: additional device information unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. H3 other text: product not returned.